Event description:
Patient underwent surgery on (B)(6) 2023; skin affix used to close axilla incision; patient developed rash and swelling to area; area has not healed at this time; patient requiring additional medications.